Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a watchman flx pro procedure, a versacross connect laac was selected for use. There was no baseline effusion noted prior to procedure. The physician performed transseptal puncture (tsp) where the versacross rf wire was advanced and pulled back three times. The patient was stable through the contrast shot in the left atrial appendage (laa). The non-boston scientific pigtail catheter was removed, safely unsheathed to flx ball and at that moment a drop in pressure was noted. The lowest pressure drop was 49mmhg. The patient was tapped and autotransfusion through a short sheath was started. An additional two units of blood were transfused once available. After the patient was stable, contrast shot was re-played. Upon second viewing of contrast shot into laa, a perforation appeared to be in back of anterior lobe of laa, with contrast leaking through to pericardial space. The procedure was not completed. The patient outcome was not disclosed. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.